Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned. Detailed analysis confirmed that the outer conductor coil had a break approximately 22.5 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib crush.

Event description:
It was reported the right ventricular (rv) lead conductor was found to be fractured. The fracture was verified through fluoroscopy and an x-ray. The lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported the right ventricular (rv) lead conductor was found to be fractured. The fracture was verified through fluoroscopy and an x-ray. The lead was explanted and replaced successfully. No additional adverse patient effects were reported.